Event description:
The following event was reported by a distributor in (B)(6): the distributor reported a unit with a user interface module display that will suddenly be distorted within 5-10 minutes and then go blank. They checked all the connections on the user interface module and gas delivery engine and found that they were all secure. No further information was provided by the customer.

Event description:
The reported issue occurred while in patient use. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). Carefusion technical support gave the distributor the option to either purchase a new user interface module, or send in the alleged faulty user interface module for repairs.